Event description:
It was reported that during a placement of hardware for a lumbar decompression and fusion at l4-s1, surgeon decided to reposition a screw after reviewing the x-rays. The locking cap got stuck in the left l4 pedicle screw. Surgeon used removal technique and cap drivers became stripped. Two t25 stardrive shafts and the torque limiting ratchet handle stripped during locking cap removal at left l4, surgeon removed and replaced two locking caps however, one locking cap and screw could not be removed and remain in the patient. On the right side, three locking caps were removed and replaced. Surgeon replaced l5 screw with another screw and cap to complete procedure. The procedure completed, but was prolonged forty-five minutes. This is report 3 of 7 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed that the returned device was tested for function and the unit failed, and slipped when used in the forward position. There was no history on the device to indicate usage, times autoclaved, or cleaning cycles. It is believed to be a service issue since it is recommended that the parts be on a recalibration / review cycle. The returned part meets manufacturing specifications and the complaint condition is not related to the manufacturing process. Based on the evaluation performed and the unknown root cause, this complaint is deemed indeterminate from a manufacturing position. Product development evaluation revealed that the returned device was received with the threaded working end shaft sheared through one of the threads. There does not appear to be any other issues with the handle. The sheared shaft would prevent the handle from driving torque as described in the complaint. The complaint description indicates that this handle was damaged during the attempted loosening of a matrix locking cap 04.632.000. This ratchet handle is designed to withstand at least 15nm of torque per the manufacturer specification. Therefore, the surgeon would have had to apply an excessive amount of torque in order to reach the failure point of this handle. The matrix technique guide describes a specific procedure for loosening locking caps. The correct method uses the 10nm torque limiting handle 03.620.061 and not this ratchet handle 03.632.090. The use of the torque limiting handle protects the instrumentation from seeing excessive torque that may cause damage to a component. The maximum torque the torque limiting handle can deliver is 12nm (10-12nm range). It is not possible to determine the root cause of the stuck locking cap that caused the surgeon to apply excessive torque to this ratchet handle. It is not possible to determine the root cause of the stuck locking cap which caused the surgeon to apply excessive torque to break this handle. The technique for removing locking caps uses the 10nm torque limiting handle and not this ratchet handle in order to prevent an excessive torque condition. This complaint is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 3 of 7 for this complaint (B)(4).